Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis with a blood glucose value of 400 mg/dl. The event involved product(s) mmt-1880l, mmt-332a & mmt-394a. Troubleshooting was partially done. The hyperglycemia was treated with inpen. The customer was also admitted to the hospital and insulin was administered by IV drip to treat hyperglycemia and diabetic ketoacidosis. It was also found that the customer experienced symptoms of feeling sick/unwell and vomiting during the hospitalization. The insulin pump was used within 48 hours of the reported event but it was unknown if the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1880l will be returned for analysis, but mmt-332a & mmt-394a will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), event date of 14-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 19.8 u and dailytotalofbolusinsulindelivered = 25.9 u which is equal to the dailytotalofallinsulindelivered = 45.7 u. On related svn#: (B)(4), event date of 06-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 29.7 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 29.7 u. On the primary svn# (B)(4) event date of 14-may-2025, there are no unexpected alarms/suspends recorded in the formatted history file. On the related svn# (B)(4) event date of 06-jul-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.